Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited noise with noise reversion episodes, as well as noise just visible on the electrograms. No interventions were performed. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.